Manufacturer narrative:
Philips identified a software defect in iscv (intellispace cardiovascular) wherein the users were getting error message when saving report or measurements. The device was in clinical use at the time of the event and no adverse events or harm were reported in the complaint (B)(4). Based on the available information, there is no allegation of death or serious injury. The initial report was submitted as an abundance of caution since the iscv risk management matrix was undergoing an update. The risk assessment of the reported issue is performed and concluded that this issue would not be likely to cause or contribute to a death or serious injury if this were to recur and hence this issue is determined as non-reportable.

Event description:
Philips identified a software defect in iscv (intellispace cardiovascular) wherein the users were getting error message when saving report or measurements. The device was in clinical use at the time of the event and no adverse events or harm were reported in the complaint ((B)(4)). Philips is currently updating the risk management matrix for the iscv product. Until this update is complete, and in an abundance of caution, philips is submitting a regulatory report for all iscv (intellispace cardiovascular) product malfunctions alleged in complaint investigations relating to data availability until the update of the risk management matrix is completed.